Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reports does not think device is working and has been having symptoms "for a while". Pt later clarified it has been "a couple of months". Pt reports is having retention and went to hospital last week and was put on a catheter. Pt reports had trouble with over active bladder in the past. Pt reports felt stimulation on right side that was hurting and turned stim down. Pt switched to a different program. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Pt reports has not seen hcp since covid. No further complications were reported.